Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the instrument had a broken "wing". The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have teflon pad damage the clamp arm. The teflon pad was found to have a missing piece that was not returned with the instrument, measuring 0.131" x 0.100". No broken clamp arm was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The clamp arm opened and closed properly. The instrument was found to have blade damage. The blade exhibited mechanical indentations. No material appears to be missing. The most probable root cause of the failures found is associated with user mishandling/misuse.